Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient provided letter of recommendation, from their doctor to cease aligner treatment for remainder of pregnancy, due to teeth sensitivity and bleeding gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.